Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A leak was observed in a one-link device due to a disconnection and the patient subsequently died. The patient was hospitalized at the time of the event. The cause of death was not reported; nor was it reported if an autopsy was performed. No further information was provided. No additional information is available.